Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/22/2014 with the following findings: a battery cap was not returned with the pump; a test battery cap was used during all steps of the analysis. The pump powered on properly, but the display screen was blank; the reported event was duplicated. The original display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. These findings are indicative of a failed display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.